Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen using a coolmax applicator, to the bilateral upper abdomen using a coolcore applicator, to the bilateral under arms using a coolfit applicator, to the bilateral flanks using a coolcurve+ applicator, to the bilateral upper back (bra roll) using a coolcore applicator, and to the bilateral inner thighs using a coolfit applicator. The patient was treated on (B)(6) 2015, but it is unknown which areas were treated on which dates. On (B)(6) 2016, the patient repeated all of the cycles again in the same areas with the same applicators. On (B)(6) 2016, the patient contacted the physician to report enlarged bulges on back and abdomen area. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the back bra strap area, upper abdomen, under arms, flanks, and inner thighs on (B)(6) 2016.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the lower abdomen using a coolmax applicator, to the bilateral upper abdomen using a coolcore applicator, to the bilateral under arms using a coolfit applicator, to the bilateral flanks using a coolcurve+ applicator, to the bilateral upper back (bra roll) using a coolcore applicator, and to the bilateral inner thighs using a coolfit applicator. The patient was treated on (B)(6) 2015, but it is unknown which areas were treated on which dates. On (B)(6) 2016, the patient repeated all of the cycles again in the same areas with the same applicators. On (B)(6) 2016, the patient contacted the physician to report enlarged bulges on back and abdomen area. The patient was diagnosed with paradoxical hyperplasia (pah/ph) to the back bra strap area, upper abdomen, under arms, flanks, and inner thighs on (B)(6) 2016.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Continuation of section h.9 - z-1347-2022; z-1348-2022.